Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom (door not shut), determined to be caused by a loose link screw (upper). The screw was adjusted during the eval, with the door performing as expected. The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump had a "door not shut." During baxter's functional testing, the pump did not recognize a closed door, which is most likely what the reported symptom is referring to. It was also reported that there was no pt injury.